Event description:
It was reported that during use the implantable pulse generator (ipg) reached early elective replacement indicator (eri)/premature battery depletion. The ipg was explanted. No patient complications have been reported as a result of this event.